Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed, a 3.00 x 20 synergy drug-eluting stent was advanced to left main artery. However, the device failed to cross the lesion after multiple attempts and the stent struts were damaged. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported and the patient is doing well.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed, a 3.00 x 20 synergy drug-eluting stent was advanced to left main artery. However, the device failed to cross the lesion after multiple attempts and the stent struts were damaged. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported and the patient is doing well.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage on its entire length with proximal struts lifted and bunched distally in the mid stent region and distal struts moved over the distal balloon cone. Due to the extensive damage to the stent profile, the undamaged crimped stent od (outer diameter) was unable to be measured. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and it was noted that the proximal balloon folds were opened. Furthermore, the distal struts were noted to be moved over the distal balloon cone. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.